Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. A report received from an affiliate indicated that a pt experienced restenosis after having coronary artery stents implanted. After numerous queries limited info regarding the event, procedure or the pt has been provided. A pt had a 2.25mm x 18mm cypher select plus stent implanted in the ostium of an intermediate artery. At the same time, the two stents made by a different MFR were implanted in the left anterior descending artery. Approx thirteen mos later follow up angiography revealed restenosis in all three stents, "action taken:reopen the restenosed artery with sequent please drug eluting balloon" the device remains implanted in the pt and is not available for inspection. The sterile lot number is unavailable, therefore, a device history review report could not be conducted. Restenosis is a known potential adverse event associated with implanting coronary artery stents. With the very limited amount of info available, it is not possible to determine what factors may have contributed to the event. Please note that this is the initial/final report for this product.

Event description:
This report received from the affiliate indicated that approx thirteen and one-half mos after the index procedure, follow-up coronary angiography demonstrated restenosis of the previously implanted cypher select plus 2.25x18 mm stent and the two biomatrix stents implanted during the pt's index procedure. The cypher stent was implanted in the ostial intermediate artery and the biomatrix stents were implanted in the left coronary artery. The restenosis was re-opened with sequent using a drug-eluting balloon. Additional info has been requested, but is not available at the time of this report.